Manufacturer narrative:
The results of the investigation are inconclusive since the device and the lead were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular (rv) oversensing and loss of capture was noted. The device was explanted and the rv lead was capped. Both were replaced and the patient was in stable condition. Related manufacturer report number: 2938836-2017-24626.